Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and said hand sanitizer makes her breakout. Advised patient last order for hand sanitizer was (B)(6) 2024 and to please check expiration date. Patient said she thought it said 2025. Advised patient to speak to registered nurse; she probably shouldn't be using expired product reporting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).